Manufacturer narrative:
(B)(4). Although requested the device has not been rec'd. The customer states she is not sure if the device is still available for return. A f/u report will be submitted with failure investigation results should the device be returned for eval.

Event description:
Rec'd a maude event report: report states "IV tubing was primed and hung. After the start of the infusion of medication, the rn noted medication leaking out of the ports of the tubing. The most leakage was coming from the port closet to the pt. Connection. IV tubing discarded and medication rehung. No harm to the pt." Medwatch states device is available for eval but risk manager states she is now not sure if it is still available. Model and lot number of set not provided. Customer states no further pt or event info is available.